Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced q-syte damage/deformation which was noted prior to use. The following information was provided by the initial reporter: intima-ii-q-syte connector was damaged, needed green claim.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced q-syte damage/deformation which was noted prior to use. The following information was provided by the initial reporter: intima-ii-q-syte connector was damaged, needed green claim.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a q-syte unit attached to a yellow luer adapter and a partial package label. The second photograph displayed a pegasus 24ga unit with an attached q-syte unit. Through the evaluation, both photos displayed a small portion of the septum top disk was pushed inside of the top body. The photo does not provided sufficient evidence to determine any other anomalies or damage or to indicate if the q-syte has residual septum material and adhesive deposits on the rim of the top body (polycarbonate) and top disk which is indicative of a sufficient bond at time of manufacture. Without the actual unit for evaluation there was no physical evidence to confirm or to support manufacturing process related defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.